Manufacturer narrative:
Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, in (B)(6), the patient had insufficient subcutaneous tissue at the insertion site, resulting in blood glucose levels of 380 mg/dl, which was treated with pump adjustment.